Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted upon completion of the MFR's investigation.

Event description:
The pt was implanted with a left ventricular assist device. It was reported that the pt was seen in an outpatient clinic was redness and drainage from the driveline insertion site. No known trauma to the driveline site was reported; however, the pt did report that he would shower everyday.